Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen femoral component catalog # unknown lot # unknown. Unknown nexgen tibial component catalog # unknown lot # unknown. Unknown nexgen articular surface catalog # unknown lot # unknown. Unknown nexgen tibial stem component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. Multiple MDR reports were filled for this event: 0001822565-2020-02850, 0001822565-2020-02851, 0001822565-2020-02849, 0001822565-2020-03033. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is periprosthetic lucency likely surrounding the tibial stem and the lateral tibial plate suggesting possible loosening. Age-indeterminate fractured notes throughout the tibial plateau. Bone quality appears normal. Metallic mesh like device notes in the proximal medial tibia. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient will be considered for revision due to unknown reason. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.